Manufacturer narrative:
The device has not been returned for analysis. When the device is received and evaluated a supplemental report will be submitted.

Event description:
Medtronic received report that during the preparation for a cerebral arteriovenous malformation (avm) embolization procedure, the physician was reported to have perforated the catheter with shaping mandrel, prior to shaping of the catheter tip. The catheter was not used and the patient was not injured.

Manufacturer narrative:
The catheter was returned for analysis without the shaping mandrel. No reason was given for not returning the shaping mandrel. The catheter was found to have a punctured at distal end. The catheter was flushed and water exited the punctured and distal tip. No other anomalies were observed. Based on the reported information and the device analysis, the customer¿s report of ¿catheter puncture¿ was confirmed. However, the cause for the event could not be determined. All products are 100% inspected for damages and irregularities during manufacture. Attempts have been made to obtain device information, however, they have been unsuccessful a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.